Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a lap sigma the anastomosis posterior wall, after creation of the anastomosis, intraoperatively still completely open. There was an issue with staple formation. Posterior wall was open. Anastomosis was resected and they created a second anastomosis. No patient harm nor significant delay reported.